Manufacturer narrative:
Sorc found not working of the filter turret of the subject device. And then not working of the filter turret made a blinking of the front panel. The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the ac power inlet of the subject device was burnt and the front panel of the subject device was blinked. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility those phenomena were attributed to following causes for each; -the ac power inlet of the subject device was burnt which might have occurred due to aging deterioration by the long term-use passing more than 13 years since manufacturing the subject device. -not working of the filter turret made a blinking of the front panel which might have occurred due to aging deterioration of the mechanical components of the filter turret and mesh turret by passing more than 13 years since manufacturing the subject device and the subject device might have determined that the failure occurred, then made a blinking of the front panel. If additional information becomes available, this report will be supplemented.